Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post initial procedure, the follow up computed tomography (CT) scan confirmed a slight thickening of the aortic wall. Another one (1) month later, a second CT showed ¿bubbles¿ and progression of disease in both common iliac arteries. Blood exams revealed the presence of an infection. In the meantime the patient was hospitalized for covid. A non-contrast CT was performed for other medical reasons, but it was clear the anatomy of the aorta had changed. Therefore another contrast CT was performed, showing a large type 1a endoleak and migration of the device. The patient declined any further possible intervention and elected to leave the hospital. No further information about the patient was available.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aortic infection, type 1a endoleak and cranial migration (of the bilateral iliac limbs) are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an aortic rupture, bilateral type 1b endoleaks (of the iliac arteries) and aneurysm sac growth (right common iliac artery 8.2mm and left common iliac artery 25.1mm) occurred were not included in the event as reported. These findings were discovered during an examination of the CT (computed tomography) scan dated (B)(6) 2022 and an undated video. The bilateral iliac sac growth was likely due to the cranial migration, and a potential contributing factor to the reported event was the pre-existing aortic wall thickening. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The patient declined any further possible intervention and elected to leave the hospital. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem . G3 awareness date . H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) months post initial procedure, the follow up computed tomography (CT) scan confirmed a slight thickening of the aortic wall. Another one (1) month later, a second CT showed ¿bubbles¿ and progression of disease in both common iliac arteries. Blood exams revealed the presence of an infection. In the meantime the patient was hospitalized for covid. A non-contrast CT was performed for other medical reasons, but it was clear the anatomy of the aorta had changed. Therefore another contrast CT was performed, showing a large type 1a endoleak and migration of the device. The patient declined any further possible intervention and elected to leave the hospital. No further information about the patient was available. Additional information received per clinical assessment indicating that an aortic rupture, bilateral type 1b endoleaks and a significant aaa sac enlargement also occurred at time of reported event. In addition, the reported migration was confirmed as originating from both ovation ix iliac limbs.